Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported deployment issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation determined that the deployment issue was related to circumstances of the procedure. The separation of the proximal outer member within the handle indicates that the distal shaft/sheath of the rx acculink was restricted preventing movement of the sheath during retraction of the slider. Further attempts to retract the slider with the distal sheath restricted likely caused the proximal outer member separation preventing transmission to the distal sheath and deployment failure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and mildly calcified lesion in the internal carotid artery. A 6-8x40mm .014 acculink rx self-expanding stent system (sess) failed to deploy while in the patient. The sess was removed and once outside the patient it could only be released one third of the way. The procedure was successfully completed with an unspecified stent. There were no adverse patient effects and no clinically significant delay in the procedure. The return device analysis identified that the handle was unlocked, the handle slider was moving freely, and the stent did not deploy. It was observed that the shaft was separated 6.8cm proximal to the distal end of the strain relief. The hypotube was still intact holding both pieces together. No additional information was provided.